Manufacturer narrative:
Combination product: yes. Neither the devices, nor the serial number of the lead were available for analysis. The analysis is therefore based on the received data, as well as the inspection of the quality documents associated with the manufacture of the pacemaker. The manufacturing process for this pacemaker was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned data was analyzed thoroughly. The ECG documents a loss of capture. However, the device data document a normal and expected pacemaker behavior. The ram dump showed no anomalies. The follow-up from august 6th, 2025, documents that the pacemaker was programmed with a fixed pacing output of 2.6 v at 1.0 ms. The registered pacing threshold tests show no abnormalities and the pacing impedance trends of both leads document only minimally oscillating values. The sensing test shows a slight cross-talk from the ventricle in the atrial channel. Based on the information available for analysis, the root cause of the temporary loss of capture is not determinable. However, the data indicate a normal and expected pacemaker behavior. A damage of the right ventricular lead cannot be excluded. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular pacemaker manufacturing. The analysis of the returned device data revealed a normal pacemaker functionality.

Manufacturer narrative:
Combination product: yes.

Event description:
Loss of capture was reported. The patient was supplied with an external pacemaker. Should additional information be received, this file will be updated.